Event description:
It was reported the lv lead dislodged when the new ICD was placed in the subcutaneous pocket and device testing revealed questionable results on the lv lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.